Event description:
Patient allegedly received an implant on (B)(6) l2017 via the right common femoral vein due to motor vehicle accident. Patient is alleging vena cava perforation, tilt, failed removal. Patient further alleges "swollen leg, stamina has dropped, bad blood circulation on my leg, injuries on leg that have never healed due to loss of circulation. Can't stand for long periods and really bad leg cramps. Can't do strenuous activities or exercise regularly." Patient can no longer engage in "running, standing, lifting heavy objects." Unsuccessful retrieval attempt. Per retrieval report, "unable to remove the inferior vena cava filter due to the fact that the tip of the filter was outside the inferior vena cava and it was not safe to pull the ivc filter out without incurring into damage of inferior vena cava. This was discussed with the patient preoperatively, and it was explained to them that if there was a possibility of tearing the inferior vena cava causing much damage that we were not going to remove the ivc filter." "When we shot the venogram, it was clear that [patient] did not have any clot in the inferior vena cava filter, but you could see that some of the legs of the ivc filter were outside the vena cava, so with this image, we could probably attempt to remove it, but then when we tried to grab it with the tulip device and we never were able to grab the head when we did reverse snare technique, which at this point was clear that the hook of the ivc filter was not inside the vena cava because the sheath would not grab the ivc filter itself. To prove this, we did rotational images that clearly showed that tip of the ivc filter where the hook is in order to remove the device outside the ivc, and at this point, we decided that any attempts to remove it would cause a lot of injury to the ivc and it would not be safe, so we removed the catheters and wires."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. G4 (510k): k171712. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, device unable to be retrieved, tilt, edema, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported edema, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2017, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.